Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic inguinal hernia repair, during mesh fixation, the tack did not stick even when the tacker was fired. The tack could not be released from the tacker after it was fired. When the tack was attached and an attempt was made to remove the tacker, it was felt like it was being pulled out forcibly, and it could not be used properly. A tack also fell into the patient¿s cavity and was retrieved. Another device was used to complete the case. There was no patient injury.